Manufacturer narrative:
Device history record (DHR) for the device has been reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. The root cause could not be identified conclusively the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient with confluent haze four days following lasik treatment. The patient is reported as asymptomatic and is seeing well postoperatively. The patient had a flap lift and rinse the same day. Additional information received; the symptoms have resolved.